Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error-reuse of single use product, where the hp changed out the cassette and not the bags. This complaint is confirmed because a partial swap of materials is a use error that can cause contamination. Since it cannot be determined why the hp changed the cassette and not the bags, the as determined cause for this complaint is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Product surveillance contacted the hp regarding a check patient line alarm. The home (hp) stated she replaced the cassette without changing the bags and the alarm repeated. The hp then stated she changed out the entire setup and the problem was resolved. The hp was advised to always change out the entire setup if the cassette has to be replaced. The hp understood. There was no patient injury or medical intervention reported.